Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the top trigger was pressed, there was a noise and the tool suddenly stopped. This happed to two colibris. There was no report of significant problems with surgeon¿s technique or lubrication/cleaning of the machine. This occurred during an operation; there was no reported surgical delay and no harm or residue in the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the optical check was acceptable with, signs of usage. The device was tested and irregular functionality was confirmed. After a closer inspection the following result was identified: motor is defective. Service history for the device could not be detected; the device was sold in may 2007. The investigation concluded the event occurred from normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.